Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation of the device inspection records was conducted by the manufacturer. A visual inspection of the returned unit found customer label and tracking device. The turret is slightly melted at the wolf port. No other damaged was observed on the mlx unit. Functional testing found that the mlx unit was functioning properly. The lamp ignited without any difficulty. The lamp was turned on 10 consecutive times and it turned on repeatedly. The lamp ran for 30 minutes and did not turn off. Reported complaint of "not lighting " was unconfirmed. The lamp failure could not be duplicated.

Event description:
It was reported by a customer that a 00mlx mlx 300w xenon lightsource was not lighting. Additional information received on 10/18/2018 from the customer stated that the device was not used in a surgery. The product problem was discovered before an unspecified procedure. No patient injury or death alleged, and the event did not lead to increase the surgery time. The action that was taken after the product problem occurred was that a replacement product was available.